Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found, during the device evaluation: rust on chassis, wear of foot and front panel, bad scope socket, bad locking mechanism of video connector receptacle, dust inside the device. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely, that temporary image abnormality occurred, due to contact failure or communication failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center image was freezing, no image problem. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).